Manufacturer narrative:
A getinge field service engineer fse was dispatched to the site to evaluate the unit and found helium port on the back of the console had o-ring break and fall off. He replaced o-ring (d354-00-0208) and lubricated appropriately. This was found during a physical inspection and was not being used for clinical use at that time. Replaced o-ring and verified that the helium refill station worked without any leaks. No tests are needed on this unit, as there was no system fault. Unit is cleared for clinical use. There was no patient involvement and no patient harm reported.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that it was found during a physical inspection of the unit, the cardiosave intra-aortic balloon pump's o ring on the helium port on the back of the console broke and fell off. O ring was damaged. There was no patient involvement.